Manufacturer narrative:
As further reported, the biomed tested the device and found the v045 entry in the device logfile. Unfortunately, neither further information nor the logfile was not provided for investigation. Thus, the case in question could not be reconstructed and the root cause could not be finally determined. The reported v045 entry in the log indicates a too high vacuum pressure. The vacuum pressure is needed to operate the valves that control the ventilation cycles and to keep the diaphragm of the ventilator in place to avoid wrinkling during piston movement. If significant deviations are detected, the software forces a shutdown of automatic ventilation to prevent from serious mechanical damages to the ventilator unit. This shutdown is accompanied by a corresponding alarm; manual ventilation and the monitoring functionalities remain available. There are several plausible root causes for a vacuum pressure error. Since no further information was available for investigation, the root cause could not be finally determined. Based on the provided description however, dräger can conclude that the fabius in question responded as designed upon the detected deviation by shutting down automatic ventilation and alerting the user by means of a corresponding alarm. No injury was reported. The number of similar cases, related to an issue with the vacuum pressure with, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device had a vent fail during use. There was no patient injury reported.